Manufacturer narrative:
The device was received for evaluation. During functional testing, doesn¿t power on when plugged in was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be damaged ac adapter. The ac adapter requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the pump did not power on when plugged in with a ac adapter and the hub docking station. No additional information is available.